Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at l5-s to treat lumbar spinal canal stenosis. It was reported that the patient underwent a revision surgery 4 months post-op due to the screw at l5 loosening. The construct was expanded to l3-l4-s1- iliac. No additional patient complications were reported.

Manufacturer narrative:
For use by user facility/importer (devices only). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.